Manufacturer narrative:
The reported event of stretched helix was confirmed. Final analysis found the helix was stretched out of specification, consistent with having occurred during procedure. No further anomalies were detected. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented in clinic for aveir leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the helix of the lp was stretched. The procedure was completed using an alternate lp on (B)(6) 2025. The patient was stable.